Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. She reported that the buttons on the insulin pump were sticking and she had to push them harder. The customer also reported a crack on the transmitter and the meter reading was not accurate. The insulin pump will not be returned for analysis.